Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during surgery the dermatome would only harvest a small amount of skin. The blade was changed and the problem persisted. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the air dermatome (B)(6) by zimmer-taiwan on 31 january 2020 revealed the head assembly was loose, motor speed erratic, depth bar has large side play, head worn, and width plates worn. Repair of the device was performed by zimmer-taiwan on 31 january 2020 which included replacement of the following: motor, bearing, o-ring, seal, reciprocating arm, external e-ring, machined head, eccentric shaft, aluminum lever, ball plunger, width plate screws, and width plate (3 inch, 4 inch) the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the dermatome did not harvest skin when used. It only took a small amount of skin on an edge. The blade was changed and same issue settings were correct for depth and pressure. Event occurred during surgery. Delay of 15 minutes reported. No harm, no impact to the graft. No adverse events were reported as a result of this malfunction.